Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with reflin injection (1gm. Once daily, intraperitoneal, ongoing) and fortum injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. It was reported that the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.